Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not detected on the bus. A field service engineer replaced both the drawer controller printed circuit board and the drawer module printed circuit board. Additionally, all electrical connectors within the cabinet were cleaned, conductive grease was applied to all microswitch connectors, and all wiring harnesses were tightened and secured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system failed to detect the auxiliary 3.2 half height cubie drawer on the bus, which hindered the users ability to retrieve medication for a patient. Another medstation was available further down the hallway and customer was able to deliver medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1,d5, e3, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer controller power controller board was defective. A field service engineer replaced drawer controller power controller board and drawer module power controller board, cleaned all electrical connectors in cabinet, applied conductive grease to all microswitch connectors, tightened and resecured all wiring harnesses to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system failed to detect the auxiliary 3.2 half height cubie drawer on the bus, which hindered the user's ability to retrieve medication for a patient. Another medstation was available further down the hallway and customer was able to deliver medication to the patient. There were no adverse events or injuries reported based on this event.